Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional and the issue could not be duplicated.

Event description:
A medtronic representative reported that outside of a procedure, during preparation, the navigation system rebooted itself while on the patient select screen. There was no patient present when this issue was identified.